Manufacturer narrative:
Patient information: no patient information was provided. Endoleaks are labeled in the IFU. Event evaluation: still under investigation.

Event description:
Due to an endoleak, on (B)(6)2010, a patient with another manufacturer's device required a cook renu converter to attempt to resolve the endoleak. The endoleak was still not resolved. Additionally, an iliac leg graft was used on the ipsilateral side, and a zenith ancillary component iliac plug was used on the contralateral side. A fem-fem bypass was performed. Since the endoleak persisted, the decision was made that it would be in the patient's best interest to not remove the devices and see if the endoleak resolved on its' own when the patient returned for the one month follow-up. No additional information was provided by the reporter.